Event description:
It was reported that around 9 pm on (B)(6) 2014, the nurse in charge noticed that 4 m300s went offline in one department. Not long after, they lost another m300 in another department. One of the patients was in critical condition and they had to code blue and transfer the patient. The offline lasted for more than 45 minutes. The offline issues are recurrent and the root cause cannot be identified by it and biomed. Both departments are saying everything works on their side.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.